Event description:
It was reported that there were issues cooling arctic gel pads down.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed mixing pump. Per follow up information received via mail on 19jun2025, that had been repaired. They ordered the mixing pump as suggested and it now works properly. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were issues cooling arctic gel pads down. Per follow up information received via mail on 19jun2025, that had been repaired. They ordered the mixing pump as suggested and it now works properly.